Event description:
It was reported that a 5200 34mm ring was explanted at implant due to failed repair. It was further reported that the patient went off bypass and regurgitation was noted on echo. Ring was discarded. Mechanical mitral valve was implanted. Date of explant unknown. Operative report and echo will not be provided by customer. No further information could be provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: attempts were made to retrieve more information such as the operative report, echo and patient information, however, no information has been received from customer. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Overall, based on the information available, there is no indication of a product quality deficiency during the manufacture of the device that may have contributed to this event. After the failed repair, the patient's native valve was replaced with a mechanical mitral valve.